Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the product history and complaint database could not be performed since the lot number was not provided.

Event description:
It was reported that with the catheter in the left atrium, the physician was unable to advance the guidewire. It was completely stuck inside the catheter. The physician tried repeatedly to advance and then withdraw the guidewire, but it remained completely stuck. The physician had to change the catheter and use a different one. No patient complications.